Event description:
The complainant stated that the brake will not hold. The casters continue to roll sometimes when they lean up against the bed.

Manufacturer narrative:
The technician found that all four casters are ratcheting when in brake mode. The caster locking ring on the four casters were worn along with the teeth. The technician replaced the four casters. The brake steer system is working correctly.